Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No low battery alert noted during test. Insulin pump received with cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was over 500 mg/dl. Customer declined to troubleshoot for high blood glucose value. Customer also stated battery compartment had damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.